Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The affected device was returned with the hypotube being fractured at the distal end of the kink protector. The cross-section of the hypotube at the fracture sites is no longer circular but compressed into an ellipse and the polymer coating is plastically deformed, indicating that the hypotube most probably fractured as a result of significant bending outside of the patients body. The balloon is well folded but shows signs of an inflation attempt (i.e. Contrast medium residue in the balloon- and inflation lumen). Microscopic inspection of the balloon surface showed a longitudinal tear with a length of about 0.5 mm above distal radiopaque marker. In addition, a long scratch was observed in close vicinity to the tear which implies that the damage in the balloon surface was most likely caused by a hard, sharp-edged object pressing against the balloon from the outside. Moreover, the stent is deformed at its distal end (i.e. Few struts are bent outwards). Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a significant stenosis in the proximal lad. Deformation of the stent with rupture of the balloon was detected. After removal of the device a small dissection was determined which was overlapped with another stent.